Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 250mg/dl. The customer experienced ketones and vomiting. The mother stated that the insulin pump alarmed motor error several times. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. The drive support cap appears to be normal. Assisted the mother to run a manual prime test and the insulin did exit. Performed the displacement and self test and they passed, but the high pressure test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with motor error alarm during occlusion test and unable to prime during prime test due to moisture damage inside force sensor. The insulin pump passed displacement test, rewind, basic occlusion, no delivery and motor tests. No excessive no delivery alarm noted. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.